Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03032 and 3007042319-2015-03033) submitted for devices related to the same event. Device has not been received.

Event description:
It was reported by the vad coordinator that the controller was showing power was disconnected when it was not followed by the he controller screen going blank without an alarm. The patient was connected to an ac adapter and one battery. Log file review performed by the site showed a "critical battery" alarm. The controller and battery were exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The patient exhibited no symptoms as a result of the loss of power. The issue resolved with replacement of the devices. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms were logged, which were possibly caused by a glitch in communication between the controller and the battery. Analysis of the device could not be performed since the device was not returned for evaluation. Log file analysis did not reveal any controller power up and motor start events around the reported event date. The reported loss of power could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and the batteries. The reported loss of power could not be confirmed during log analysis; a controller power up and motor start event was not logged near the reported event date. An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03032 and 3007042319-2015-03033) submitted for devices related to the same event.

Manufacturer narrative:
Unchecked notification. Removed z number. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03032 and 3007042319-2015-03033) submitted for devices related to the same event.